Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, severe bilateral facial edema (pt: injection site oedema), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse lot number 100133912 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a spanish physician and concerns a female patient. She was injected with radiesse®, in (B)(6) 2021 (reported as on monday). In (B)(6) 2021, 2 hours after the radiesse® injection, the patient experienced an adverse reaction. Corrective treatment included urbason, and the patient was sent to a haematologist. The outcome of the event was reported as unknown. Follow-up information was received on 28-jan-2021: the event term adverse reaction was amended to severe bilateral facial edema, and the coding was changed from injection site reaction to injection site edema. The events product preparation issue and off label use of device were added. The physician informed that the patient was injected with radiesse®, into the malar region and mandibular angle, for a facial repositioning, collagen and elastin stimulation. Batch number was reported as 100133912 (expiry date: 10/2022). A lot search in the global safety database was conducted. Radiesse® was diluted with 1 ml of physiological serum, and with 0.5 ml of 2% lidocaine (product preparation issue, off label use of device). Needle used for injection was a 23g needle for a previous entry and a 25 g cannula in backstrokes. The patient was previously treated with radiesse® (reported as classic), one month prior the treatment, without complications. The patient was treated with botulinum toxin and hyaluronic acid on other occasions. She had no allergies. Two hours after the treatment with radiesse®, the patient experienced a severe bilateral facial edema. Urbason was prescribed for 5 days. According to the physician, there was a progressive improvement. The outcome of the event was reported as resolving, and therefore changed from unknown. In the opinion of the reporter, the event was of severe intensity. Follow-up information was received on 24-feb-2021: the patients age group was provided. She was an adult (reported as middle-aged). The patient was injected with a total of 1.5 ml of radiesse®, into the temporal and malar regions. Radiesse® was diluted with 1 ml of saline plus 0.5 ml of 2% lidocaine, in a 1:1 dilution ration. She was injected using a cannula in the temporal and malar regions, at a rate of 1.5 ml per hemiface (0.75 ml of radiesse® per side). The patient was previously treated with 1 vial of radiesse(+)®, into the face, one month prior the treatment, without incident. The patients medical history was reported as none. Twenty-four hours after the treatment with radiesse®, the patient experienced significant facial oedema in both preauricular regions, without fever or general malaise. There was no reddening of the skin overlying the swollen area. Given the rare suspicion that it was a rapidly evolving acute infectious process, systemic treatment with oral systemic antibiotics and oral non-steroidal anti-inflammatory drugs was started, but no change or improvement was noted. Due to the lack of response with these drugs, they were discontinued, and treatment was started with oral dexamethasone, at the usual doses (as reported), with some remission of the process. Given the persistence of the swelling, the physician decided to drain the injected product by means of a puncture in the area and subsequent aspiration, obtaining a dense, semi-liquid material with a light haematic colour, which did not have a bad smell or other signs that would lead one to suspect that it was an abscess. The patient improved after this manoeuvre but required another drainage several days later to evacuate the rest of the product. At the time of the report, the patient was not receiving any drug treatment and was awaiting a new check-up to assess the evolution of her condition. The outcome of the event remained unchanged. Follow-up information was received on 08-apr-2021: this case was upgraded to serious. Aspiration of the product and the treatment with corticoid was performed, and at the time of this report, there was nothing life threatening for the patient. The patient felt well but did not fully recover her initial appearance. The outcome of the event was left unchanged. In the opinion of the report, the reaction was considered as serious because of the intensity of the reaction. Follow-up information was received on 16-apr-2021: the batch record review was received and the lot number for radiesse® was confirmed as 100133912 (expiry date: 10/2022).